Manufacturer narrative:
The customer service engineer (cse) confirmed the reported malfunction and reported that the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) will be replaced on the unit. The device has not yet been returned to the MFR. (B)(4).

Event description:
Covidien received info from (B)(6) stating that during pt use, the lower monitor of the 840 ventilator has a black out of greyish screen without an alarm. The ventilator didn't stop cycling, however, for a minute to two the pt was manually ventilated until the device was replaced. No pt harm was reported. Add'l pt info was requested but reported as unk. There was no reported negative pt consequences.